Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed of quality control (qc) results that were high on all methods and samples resulted high with assay flags. The specialist reviewed the source lamp data and cuvette airflow, and no issues were noted. The instrument was primed with water, and the syringe pumps were monitored. The customer indicated that the sample flush pump syringe was not moving. Upon inspection, it was observed that the sample flush pump thumb screw was missing. The customer was instructed to replace the thumb screw, prime water, run the system check and qc. A follow up was performed, and the instrument performed a successful system check and quality controls results are in an acceptable range. The cause of the discordant falsely elevated glucose (glu) results is due to an operator error and a missing thumb screw on sample flush pump. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant falsely elevated glucose (glu) results were obtained on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The customer used the same samples and instrument to perform repeat testing. The repeat results were lower, and corrected reports were issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated glu results.